Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under UK MFR number (B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under UK MFR number (B)(4).

Manufacturer narrative:
(B)(4). D10: unknown 52mm shell. Unknown 36mm liner. Unknown head. Unknown taperloc microplasty size 6 stem. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient has been experiencing right hip issues and pain since his initial implantation. It is now approximately 11 (eleven) years post-surgery. No further details or medical records have been provided.